Event description:
It was reported that high pacing threshold was observed. During extraction, the patient's blood pressure dropped, indicating pericardial effusion and tamponade occurred. When sternotomy was performed, a 4cm rupture of the svc was observed. The rupture was repaired with a pericardial patch. A new lead was successfully placed.

Manufacturer narrative:
A partial lead with the connector pin was returned cut in two segments. The portion of the lead that was returned was normal. Without return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.